Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro2 would not burn. They tried replacing the cord, but it still would not work. The product status is unknown.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).